Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 18 mg/ml of morphine at 7.609 mg/day and 13 mg/ml of bupivacaine at 5.495 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient was experiencing increased pain. A dye/rotor study was attempted. Approximately 1 ml of fluid was aspirated, but the physician wasn't confident that the fluid being aspirated was drug from the catheter. No dye was pushed. Because of the fluid in the pocket and increased pain, exploratory surgery was scheduled for (B)(6) 2017. On (B)(6) 2017, it was reported that the patient's catheter was explanted. It could not be aspirated, so a new catheter was implanted. The new catheter length as well as the medication information was provided for the new catheter. No further complications were reported or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-20. It was reported that the patient was doing better, and no cause was identified for the fluid in the pocket or the inability to aspirate the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.